Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the pt developed some drainage near his original incision site after an invance placed three years ago. The physician stated "it doesn't appear as if there is an infection within the bone but there is an abscess around the mesh." The physician plans to take out the mesh on (B)(6). Add'l info rec'd on (B)(6) 2013 indicated the mesh was removed on (B)(6) 2013. The physician stated the pt was "doing well." No add'l pt complications have been reported in relation to this event.